Manufacturer narrative:
Block b5 has been updated with additional information received on may 06, 2025. Block e1: initial reporter facility name: (B)(6); reported here as the first name exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to the bronchial main airway to treat a stenosis during a transbronchoscopic stent implantation performed on (B)(6) 2025. During the procedure, the stent could not be deployed normally. The procedure was completed using another device. There was no patient complications reported as a result of this event and the patient condition following procedure was stable. ***additional information received on may 06, 2025*** the anatomy was dilated prior to stent placement. There was a malignancy at the intended anatomy.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to the bronchial main airway to treat a stenosis during a transbronchoscopic stent implantation performed on (B)(6) 2025. During the procedure, the stent could not be deployed normally. The procedure was completed using another device.. There was no patient complications reported as a result of this event and the patient condition following procedure was stable.

Manufacturer narrative:
Initial reporter facility name: the first affiliated hospital of (B)(6) of traditional chinese medicine; reported here as the first name exceeded character limit for the designated field. Imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) reported here as the first name exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was returned for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully expanded and deployed. Media analysis made on a provided photography also showed the stent expanded and deployed. No other problems were noted with the stent. Product analysis did not confirm the reported event of stent partially deployed as the returned stent was fully expanded and deployed. Product analysis of the returned device did not identify evidence of either the alleged problem or any other defect on the device. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to the bronchial main airway to treat a stenosis during a transbronchoscopic stent implantation performed on (B)(6) 2025. During the procedure, the stent could not be deployed normally. The procedure was completed using another device. There was no patient complications reported as a result of this event and the patient condition following procedure was stable. Additional information received on may 06, 2025. The anatomy was dilated prior to stent placement. There was a malignancy at the intended anatomy.